Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop; data acquisition /printed circuit board assembly/ analog digital converter (pcba adc) reference failed. No patient harm reported. Patient information requested.

Manufacturer narrative:
No patient information provided by the customer.